Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Reportedly, customer changed the syringe and cartridge to resolve the issue. Customer's blood glucose was 162 mg/dl.